Event description:
It was reported a revision surgery. The consultant is writing an alleged negligence report.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. It was reported that the patient underwent a revision surgery due a nickel allergy. After repeated requests, smith and nephew has been unable to confirm device details or confirm the alleged deficiency with the device. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to the unspecified complication with the implanted device. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. The clinical evaluation team noted that there is no clinical relevant documentation provided, therefore a thorough medical investigation could not be performed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.